Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 at the time of incident. The customer¿s blood glucose level was 539 mg/dl and 533 mg/dl currently. The customer called to report there were large difference between blood glucose level and sensor glucose level however the difference was unavailable. The customer was treated with insulin pump for high blood glucose level. The insulin pump will not be returned for analysis.